Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was evidence of elevated sensing integrity counter (sic) counts and non-sustained tachycardia episodes prior to right ventricular (rv) lead replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for fracture as evidenced by low lead impedance. No patient complications have been reported as a result of this event.